Manufacturer narrative:
4315, 67: based on the information provided, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. The fse could not reproduce the issue; however, the error was confirmed in the system logs. The fse replaced the endoscopic controller. Intuitive has received the endoscopic controller associated with this complaint and completed investigations. The reported problem could not be replicated on the test system; however, the error code was confirmed via error logs. The unit was installed on the test system, and it came up with no error, and the video image on both eyes had no anomalies. The system ran 20 power cycles with this unit with no errors, and no video issues no errors or problems were reported. This endoscopic controller had no trouble found. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for the initial processing of the endoscopic video. Isi has reviewed the site's system logs with the procedure date of (B)(6) 2019 and confirmed there were two medium-large clip applier instruments used in this procedure. Both the medium-large clip applier instruments were used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the patient allegedly experienced bleeding after a clip was placed on the cystic artery. The surgeon reportedly converted the da vinci-assisted surgical procedure to a laparoscopic procedure to control the bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy surgical procedure, vision issues were noted. The customer stated that the endoscope image turned to color bars, and there was no image. The site opted to convert to a laparoscopic procedure instead of troubleshooting. The technical support engineer (tse) was informed that an error message 45310 was displayed and that the staff could not recover it. The tse confirmed the error 45310 in the logs. The customer wanted to troubleshoot after the procedure. The tse had recommended to the customer to hard cycle the vsc and power cycle the system. The system powered up and homed without an issue. On 07-november 2019, intuitive surgical, inc. (Isi) obtained the following additional information from a nurse at the site regarding the reported event: it was reported that during a da vinci-assisted cholecystectomy there was bleeding noted from the cystic artery after a clip was applied. It is unknown if the clip applier instrument did not clip the cystic artery appropriately or perforated it. At that moment, the endoscope image turned to color bars, and there was no image. Since there was no time to troubleshoot, the surgeon decided to convert the procedure to a laparoscopic procedure to control the bleeding. After the procedure was converted, the surgeon used a laparoscopic clip applier instrument to control the bleeding. The estimated blood loss was 200ml. It was confirmed that there was no blood transfusion administered to the patient.